Event description:
The user reported that a portion of a wire came off in the patient and was found in the right pulmonary vessel. The patient was admitted to the hosp when the fragment was found. The surgeon will not remove the fragment due to risks. The hosp was contacted to get more clinical info and the status of the patient, but the hosp would not release any info without a subpoena or direct request by the FDA. (B)(4).

Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a f/u submitted. The device history record was reviewed and no exception documents were found.